Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes, the device experienced (B)(6) in the tube.this event occurred 100 times. The following information was provided by the initial reporter. The customer stated: when opened the package, it found that the fm was embedded in tube wall.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes, the device experienced foreign matter in the tube.this event occurred 100 times. The following information was provided by the initial reporter. The customer stated: when opened the package, it found that the fm was embedded in tube wall.

Manufacturer narrative:
H6: investigation summary: bd received 40 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter - ink smear with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter- ink smear was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter- ink smear. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.